Manufacturer narrative:
Patient weight was approximated at (B)(6) lbs. On 04/05/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/13/2017 a medtronic representative, following-up at the site, reported the surgeon alleged an inaccuracy of approximately 3 millimeters. On 04/19/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion cervical procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. Noted was a navigation discrepancy between their midas drill bit and regular ball tip pointer. Nav midas is little off (higher). The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.